Manufacturer narrative:
Qc charts show low recovery on the day of the event but the qc chart does not show if the qc was run prior to or after the event. Per customer, recalibrating the system resolved the issue and declined to have service evaluate the instrument. A field service engineer (fse) was on-site (B)(6) 2011 and inspected the instrument the customer reported no further issues. Since data suggested that cl maintenance would be required soon, service performed cl maintenance and replaced the tip and verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer for 9 patient samples. The results provided by the customer are shown in the attachment. The results were reported outside of the laboratory and questioned by the physician. The system was recalibrated and samples were rerun and reports were amended. There was no affect to patient treatment with regard to this event.